Event description:
Olympus (omsc) was informed via service request that the visera elite video system center has an image defect, ¿sometimes there is a possibility of a problem on the blackout video device side¿. The reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The referenced device was evaluated by olympus. The customer¿s reported problem was not confirmed/duplicated. The inspection did observe the battery on the printed circuit board has been consumed. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the reported event (possibility of a blackout video) was unable to be duplicated. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.